Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. Sensor adhesive was returned. No malfunction or product deficiency was identified. An extended investigation has also been performed on the returned product. Only the sensor puck and plug have been returned; applicator and sharp were not returned. A no product returned investigation was previously conducted and indicates that the applicator and sharp passed all tests prior to release. Visual inspection of the returned puck and plug have been performed and no issues were observed. Device history record (DHR) has been reviewed and verified that all units passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. No malfunction or product deficiency was identified.section h4 (device mfg date) has been updated based on the returned product download.

Event description:
A customer reported an adverse skin reaction on day 2 of wear of the adc freestyle libre sensor. On (B)(6) 2019, the customer experienced redness and itching at the sensor site and was prescribed the combined steroidal/antibiotic cream, aflumycin (prednisone/ gentamicin sulfate) by an hcp for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an adverse skin reaction on day 2 of wear of the adc freestyle libre sensor. On (B)(6) 2019, the customer experienced redness and itching at the sensor site and was prescribed the combined steroidal/antibiotic cream, aflumycin (prednisone/ gentamicin sulfate) by an hcp for treatment. There was no report of death or permanent injury associated with this event.